Event description:
A 2.5mm diameter x 30mm length endeavor spring rapid exchange (rx) drug-eluting coronary stent was deployed in the prox rca of a pt. During procedure the pt also rec'd a 2.75mm diameter x 30mm length endeavor sprint rx to target lesion (MFR rep # 2953200-2010-02228). However, it was reported that the pt experienced an mi during procedure. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (mi).